Manufacturer narrative:
The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the effusion requiring intervention. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+ with an anterior flail. It was a challenging case due to a rotated heart. After the steerable guide catheter (sgc) was advanced, the clip delivery system (cds) was advanced into the left atrium and grasping was ready to be made when a pericardial effusion was noted. Imaging was difficult and the leaflets could not be visualized to be grasped therefore the clip was not implanted and the cds removed through the guide to treat the effusion. Once the steerable guide catheter (sgc) was removed, pericardiocentesis was done. There was still some bleeding around the heart and it was unsure where it was coming from. It was reported that a small effusion was present prior to the procedure, however it got bigger once the devices were introduced. On (B)(6) 2020, a mitral valve replacement was done. The patient is in recovery and doing well. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Based on the information reviewed, there is no indication of a product quality issue. The reported patient effect of pericardial effusion, as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. Based on the information reviewed, a definitive cause for the reported pericardial effusion cannot be determined. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.